Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. It was reported that a volume discrepancy of ¿more than 1 ml¿ occurred. The patient showed symptoms of weakness and was being monitored closely. The patient would be ¿followed up¿ for 2 months. It was unknown when this issue first occurred. It was noted that the 2 nurse practitioners involved with this event were well aware of the accuracy of the synchromed pump. There were no applicable environmental/external/patient factors reported that may have led or contributed to the issue. There was no applicable diagnostics/troubleshooting reported. There were no applicable interventions/actions taken; this was just something they observed and for which they were looking for a possible explanation. Surgical intervention did not occur and was not planned. The issue was not resolved. However, the patient's status was ¿alive - no injury¿. Information regarding the patient¿s gender, age, weight, medical history, and other medications was unavailable.